Event description:
It was reported that the external pulse generator (epg) tested out of specification for ventricular output during testing. The epg has been returned for evaluation. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the(epg) ventricular output tested out of specification. The hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.